Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, a lap joint defect has been reported. When the catheter was removed and checked, it was found detached. The procedure was completed with another of same device. There was no patient injury.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was detached.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, a lap joint defect has been reported. When the catheter was removed and checked, it was found detached. The procedure was completed with another of same device. There was no patient injury.